Manufacturer narrative:
Additional codes: f08, f23, f2203 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cerebral infarction was confirmed via magnetic resonance imaging (MRI). After treatment for the cerebral infarction, the patient developed hemorrhagic shock due to tpa, which lead to temporary cardiac arrest. It was further reported that the patient did not have any permanent impairments in result of the stroke. Per the physician, the bleeding was due to the tpa, and the delivery catheter system (dcs) did not cause or contribute to the bleeding. Cardiac massage was subsequently performed to treat the cardiac arrest. The physician stopped the bleeding immediately, and the patient survived. The patient was hospitalized for 4 days and discharged from the hospital without any problems. No additional adverse patient effects were reported.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was observed. Tissue plasminogen activator (tpa) was performed; however, the patient was bleeding from their neck and left leg. Subsequently, cardiac arrest occurred due to the bleeding. Unspecified treatment was performed, and the patient managed to survive. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID d-evolutfx-2329; product lot: unknown; product type: 0195-heart valves; implant date n/a; explant date n/a ,product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.